Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while implanting the nail the impaction head broke off from the external guide. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned impaction head confirmed the product had fractured. Also noted there were scratches, scuff marks, impaction marks and dents on the surface, an indication of use. The hardness check performed on the returned product found the part to be conforming per print specifications. DHR was reviewed and no discrepancies were found the root cause of the reported issue is attributed to design deficiency per a previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.